Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to an infection at incision site. The patient was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report. The patient was prescribed oral antibiotics for a duration of 3 weeks and topical antibiotics for a duration of 4 weeks (specific date not reported). Culture (specific date not reported) reveals grew staphylococcus aureus sensitive to all antibiotics.